Event description:
It was reported that during device prep, the balloons on 14 fogarty catheters were noted to have large holes, leakage, and would not inflate or hold contrast. After the first two catheters failed, the team began to detect the holes upon visual inspection. The fifteenth catheter functioned, and the procedure was then able to proceed. There was no patient injury. The customer noted that their risk management team filed a medwatch report, though no report number was provided or known at this time. The affected catheters were identified as models 120804fp and 120404fp and came from several lot numbers. This reported instance is for two of the affected catheters from model 120404fp, lot 63687362.

Manufacturer narrative:
Our product evaluation lab received two model 120404f catheters. The balloon latex on sample 1 appeared deteriorated. The balloon was found to be torn completely around the circumference at the distal windings, with multiple cracks evident on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tear, which did not appear to match. No other visible damage was observed from the catheter body. The balloon latex on sample 2 appeared deteriorated with multiple cracks and tears evident on the balloon. Leakage was observed through tears on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tears, which did not appear to match. No other visible damage was observed from the catheter body. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. A device history record review was completed and documented that the devices met all specifications upon distribution. The customer report of a balloon issue was confirmed on evaluation for both samples. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The initial submission of medwatch report (B)(4) reported the evaluation findings of two devices from the reported event. This report clarifies the findings of only one of the suspect devices related to the assigned complaint. The second catheter is now reported under medwatch report (B)(4). Our product evaluation lab received two model 120404f catheters. The balloon latex on sample 1 appeared deteriorated. The balloon was found to be torn completely around the circumference at the distal windings, with multiple cracks evident on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tear, which did not appear to match. No other visible damage was observed from the catheter body. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. The customer report of a balloon issue was confirmed on evaluation of sample 1.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A pra was generated earlier to cover the balloons with fragmentations for embolectomy products. A CAPA was initiated to address the balloon latex deterioration failure for embolectomy catheters and is currently in the implementation phase.